Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The reported defective device has been returned to the MFR and an investigation into the root cause for event is currently in progress. The results of the device eval will be sent via a f/u medwatch. (B)(4).

Event description:
As reported (B)(6) 2012, a pt of unk gender and age presented for a thoracic drainage procedure. It was reported that during the procedure the catheter fractured inside of the pt. The treating physician successfully retrieved the fractured piece with a snare. There was no reported harm or injury of the pt due to this event. The reported harm or injury to the pt due to this event. The reported failed device has been returned to the MFR for eval.